Manufacturer narrative:
(B)(4). A review of the device history records did not identify any applicable nonconformance to specification. Both the lower shaft is cracked at the lower center of the jaw pivot pin on both sides, and the superior pivot pin is missing and not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force.

Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.